Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2001.

Event description:
It was reported the right atrial lead (ra) had low impedance and the impedance had dropped to less than 200 ohms. It was further reported the right ventricular (rv) lead had high thresholds. The patient was scheduled for laser lead extraction with the intention to remove both lead. It was not possible to remove the atrial lead and the lead was then capped and replaced with a competitor lead. As the rv pacing threshold has been confirmed high since 2007 and has been stable for "many years" and the patient is not pacer dependent, the physician chose to keep the rv lead in service. No patient complications have been reported as a result of this event.